Manufacturer narrative:
A ge service rep performed an on site investigation. The ps3 power supply was evaluated and replaced. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the monitors would not come back up after the system entered sleep mode. This resulted in an intermittent recoverable loss of imaging functionality. There is no report of injury or death associated with this event.